Event description:
The reporter claims that members of their staff were trying out the product. When they tightened the strap down and pulled it at an angle, the d-ring rode over the top of one another and the strap would come unfastened. There was no patient contact or any staff injury reported.

Manufacturer narrative:
(B) (4). Other - product was requested to be returned for evaluation and has not been received. (B) (4).